Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: observed, a broken assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress mark observed, on the device. Brown particles observed, in the gel. Missing shell observed. Assessed, as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.